Event description:
On (B)(6) 2011 customer reported that the cap piercer, on the dxc 800 pro was leaking fluid. Customer could not identify the fluid. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the vacuum to the cap piercer was not sufficient. Fse believed the quick disconnect on the vacuum tubing was not working properly. Fse replaced the entire length of the tubing and left out the quick disconnect, and fse noted vacuum was good. System operation was verified and instrument was released to the customer. Repairs were verified per established procedures.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).